Manufacturer narrative:
Initial reporter facility name : (B)(6). A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed not deflected with the piston up. Also, the tip of the catheter was observed slightly bent, no other damages or anomalies were observed on the pictures provided by the customer. The customer complaint was confirmed based on the picture received. The biosense webster, inc. Product analysis lab received the device on 02-dec-2022. The device evaluation was completed on 28-dec-2022. Visual inspection and deflection test of the returned device were performed following bwi procedures. The device was inspected, and visual analysis revealed that the peek housing was cracked with exposed wires. The peek housing damage could be related to the shipment process when the device was sent in for investigation; however, this cannot be conclusive. A deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken on the handle. A manufacturing record evaluation was performed for lot 30724982m and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab inspected the device and the peek housing was found cracked with exposed wires. Initially, it was reported that during the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 28-dec-2022 that the peek housing was found cracked with exposed wires. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 28-dec-2022.